Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine assay on a cobas 8000 cobas c701 module when compared to a different cobas 8000 cobas c701 module. Initial result: 1.40 mg/dl. The nurse questioned the initial result and requested the sample to be repeated. Repeat result: 0.53 mg/dl (tested on another c701). The repeat result was deemed to be correct.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The qc recovery was within range. There was no indication of a performance issue with the reagent. The instrument maintenance is up to date. The field service engineer replaced the broken bearing on the syringe and cleaned and lubricated all syringes. He performed air purge and mechanism checks. He also checked the main pump, the gear pump pressure, and the cell rinse volume and they were all within specifications. Precision studies were performed and they were within specifications. The investigation is ongoing.